Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed drug white residue around the blue winged luer cap which suggested leak may have occurred. The reported condition was verified. The cause of the issue was user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked around blue cap. The device contained fluorouracil 2500mg in 115ml of solution. This occurred prior to patient use. There was no patient involvement. No additional information is available.